Event description:
Patient was reported the have redness and a couple small blisters on her abdomen after being warmed post surgery.

Manufacturer narrative:
No products were available for testing. Evaluated based only on information provided by user facility. The patient was reported to have redness and small blisters on her abdomen after being warmed post surgery. At the time, the patient was wearing an abdominal binder and a standard patient gown. The injured area was in an area without high heat warming. It seems very unlikely that the product could have caused the injury, but no other explanation was offered by the user facility.